Event description:
It was reported that during a peripheral angioplasty procedure, a tip detachment, balloon rupture, fragmentation and migration occurred. Using the radial approach, the procedure treated the 75-85% stenosed av anastomosis located in an arm vessel which had a 180° curve and partial calcification. Next, an 8.0x40mm gladiator balloon catheter was advanced to the fistula for treatment and was inflated 8-10 times before rupturing at 20 atms. Upon withdrawal, an approximately "1.0 cm balloon segment along with yellow cone of gladiator tip" sheared off inside the patient. They were not able to retrieve the tip when they took the sheath out. The balloon segment and tip migated to the patient's lungs. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).